Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that there was an error with the force sensor test. No patient injury was reported.

Manufacturer narrative:
H10: device evaluation: the device was returned to manufacturing for investigation. Visual inspection and functional testing were performed. Visual inspection of the device confirmed the tamper seal was intact and there was a crack on the right plunger case. Functional evaluation included the power up process and checking the reading of the force sensor. Error code for force sensor test error was found in the device event history log. Results: the customer reported issue was duplicated as the force sensor test error was found at power up and failed the force sensor reading at 0.00 pounds, the force reading is -1.26 pounds. Root cause of the reported event would be attributed to the force sensor is out of calibration while who caused the reported event is unknown and could not be determined. Preventive maintenance and all functional testing were performed. The plunger assembly was replaced due to some physical damage. A manufacturing device history record DHR review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. No causes or potential causes of the customer's reported problem were found during the review of service and repair records. Correction: model number: 4000.

Manufacturer narrative:
Additional information received by smiths medical/ICU on 11-jun-2022 via email and attached to complaint object: no patient incident was reported.